Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with a 325cc textured mentor memorygel breast implant on the left, and an unknown textured mentor gel breast implant on the right, has experienced postoperative bilateral grade IV capsular contracture, right-sided lymphadenopathy, and possible right-sided rupture. Patient reported the left implant is getting bigger and moving higher. Patient had an ultrasound and mammogram performed in (B)(6) 2019, which showed fluid in the pocket, nodes in the right-sided area, and masses inside the pocket. Biopsy was performed and came back negative, per the patient, it was the cd30. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 02-mar-2020, mentor became aware that the patient underwent explantation on (B)(6)2020. Upon explantation, it was discovered that the left implant was ruptured, the right breast capsule was overtaken with inflammation, and per the patient, both were negative for malignancy. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV, rupture, lymphadenopathy manufacturer¿s reference number: (B)(4).